Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. Additionally, it was noted that the catheter was returned with a guidewire inserted. It was noted that there was no significant issue with the splines. The guidewire inserted was successful withdrawn. Therefore, a known good guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. No problems were noted with the state of splines in any position. The costumer attached a picture where is possible to observe that the spline was inverted.

Event description:
During an atrial fibrillation ablation, a farawave was selected for use. No abnormalities noted during preparation. During procedure, following insertion of the catheter into left atrium and prior first ablation, it was noted that the guidewire was stuck in the catheter when deployed in flower configuration. The device was removed, and it was noticed that a spline inversion occurred. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Event description:
During an atrial fibrillation ablation, a farawave was selected for use. No abnormalities noted during preparation. During procedure, following insertion of the catheter into left atrium and prior first ablation, it was noted that the guidewire was stuck in the catheter when deployed in flower configuration. The device was removed, and it was noticed that a spline inversion occurred. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.